Manufacturer narrative:
(B)(4)

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.